Event description:
Cutter did not have power, wouldn¿t activate. Used a new cutter to finish procedure. Manufacturer response for surgical stapler, echelon (per site reporter). Formal complaint logged and requested product to be returned for investigation.